Event description:
The stent did not expand. This patient was undergoing stent and coiling procedure within a 10mm length x 30mm vessel diameter of cerebellar artery. The neck of the aneurysm was 3.5mm. Difficulty was experienced to expand the stent. Since they did not have the same size enterprise stent, the procedure was completed without any action and due to the size of the aneurysm neck; the embolization of the aneurysm was not performed. There was no adverse effect to the patient and he is doing fine, and he really want to come back for the procedure. The stent delivery system inspected by the surgeon and appeared normal. There was no calcification/tortuousity within the basilar artery. There was no difficulty accessing the vessel with the mc/gw or stent delivery system. No resistance felt while advancing the delivery system into the mc. The stent was properly positioned in the vessel. The stent was not recaptured because it was unable to expand. The delivery system removed with the stent from the mc without difficulty.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional information will be submitted within 30 days upon receipt.